Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient received oxycodone for the pain. The event was considered resolved/recovered on (B)(6) 2015 (not (B)(6) 2015 as previously reported). No further patient complications were reported related to this event.

Event description:
It was reported that following the implantation of a retroarc the patient experienced mild de novo vaginal bleeding and intermittent vaginal pain. No intervention was taken and the events were considered recovering/ resolving (adverse event was improving). No further patient complications have been reported in relation to this event. Related to manufacturer report #: 2183959-2015-00412.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the pain and vaginal bleeding were considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to this event.